Event description:
Discordant advia 1800 sodium (na) results were obtained on patient samples. The laboratory repeated the sample and the corrected report was issued to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens field service engineer (fse) did not go on site, but provided the customer with instructions on how to replace and condition the na electrode. The customer calibrated the ise's, ran qc material and checked the %cv on twenty patient samples. All within specifications. The instrument is performing within specifications. No further evaluation of the device is required.